Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the patient was undergoing coronary diagnostic procedure, which was completed without delay. The philips remote service engineer (rse) connected with the customer and confirmed that the system gave an error indicating x-rays were not available when using the footswitch. The rse reviewed the log files and found several footswitch errors. The rse suggested for replacement of the wired footswitch and provided the parts number. To resolve the reported issue, the customer order and replaced the wired footswitch on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating x-rays were not available when using the footswitch, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.